Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched. The visual inspection of this lead showed that it had been stretched causing the inner insulation to be kinked or buckled. Otherwise, nor anomalies were noted. (B) (4) full lead.

Event description:
It was reported during the implant procedure that the lead could not be used as the helix does not move gradually but pops out. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).